Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the 1,2,3 screen. The customer's blood glucose was 205 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.